Manufacturer narrative:
(B)(4). D11: 00784803401, item name: kinectiv modular neck j1, lot #: 60703415; 00771300900, item name: mod ml taper fem st 9.0, lot #: 60815980; 00620005222, item name: f/m acet shell 52mmod cluster, lot #: 60790214; 00630505036, item name: xlpe poly liner 50/52/54 x 36, lot #: 60741718; 00625006525, item name: bone scr 6.5x25 selftap, lot #: 60834380; 00625006525, item name: bone scr 6.5x25 selftap, lot #: 60834380. H6: proposed code: mechanical (g04) - head. Product was initially reported under 0001822565-2024-03143. However, the MFR number needs corrected; therefore, this medwatch is being submitted under the correct MFR number. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right total hip arthroplasty and 6 weeks after surgery, patient reported mild to moderate pain, no significant findings on x-rays. 1 year after surgery, sciatic nerve pain and some left hip pain (contralateral). 2 years after surgery, no pain, no findings from x-rays, leg length equal. 4 years after surgery, mild - moderate trochanter pain, intermittent, no pain medication, no significant findings on x-rays and leg lengths equal. 5 years after surgery, moderate groin, buttock, and trochanter pain, left leg short and no significant findings from x-rays. 10 years after surgery. No pain, left leg short, x-rays: sclerotic halo/reactive line: zone 3, 5, 10, 11, 12. No other contributing factors noted. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that 4 years post implantation, the patient reported mild to moderate pain and at the 5 year follow-up, reports moderate pain and the left leg being shorter. Later, at the 10 year follow-up radiographic imaging displayed a reactive sclerotic line. No intervention has been reported and all implants remain in place. There is no additional information available at the time of this report.